Event description:
It was reported that one hour after this implantable cardioverter defibrillator (ICD) was implanted, it exhibited oversensing of intermittent signals. Low amplitude was also observed. A request was made to have data from this device analyzed. Data analysis confirmed the diagnostic data was limited given this device had only recently exited storage mode. There were no daily measurements to review and there were no faults. Manual lead measurements appeared okay. Analysis determined it was unlikely that this is a gate oxide given normal thresholds and lead impedance measures. The field representative stated the physician suspected air bubbles as the cause of the reported observations and confirmed it was resolved. No adverse patient effects were reported. This device remains in service.